Event description:
The event is reported as: the staples do not close properly. No pt injury reported.

Manufacturer narrative:
The device has been returned, but investigation is not complete at time of this report. A f/u investigation report will be sent when investigation is completed.